Event description:
It was reported the ECG (electrocardiogram) port was not working. The programmer was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event; the ECG (electrocardiogram) port was not working. ECG connector found loose on a printed circuit board assembly. Analysis also found the display screen is loose (display will not stay up) due to the left lower display hinge. Concomitant product: product ID 2067l, rf (radio frequency) head. (B)(4).